Event description:
Dialysis treatment initiated without incident at 5:00pm. Pt completed 3 hour treatment without complaint. At 8:10 pm, pt stated she had to use the bathroom. At the time, an hct was drawn and appeared hemolyzed after spinning. Another sample was drawn with pinkish, red serum. The first hct was 32% and the second was 30%. Md notified and pt was sent to ER for evaluation and was admitted. Also, at this time (8:10 pm) a kink was noted in the arterial bloodline. The pt was discharged on 6/19/95. She received no transfusions and new hct was 30.99%.